Manufacturer narrative:
Lot manufactured between january 28, 2019 to january 29, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of two (2) small volume intermates ruptured. It was further described as the elastomeric balloons "burst". This issue was identified during filling using a repeater pump. The device contained normal saline. There was no patient involvement. No additional information is available.